Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was set to the incorrect calibration code number. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2016. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. However, the patient reported that on the morning of (B)(6) 2016, after the alleged issue began, he developed symptoms of feeling sweaty, dizzy and lightheaded, symptoms he associated with low blood glucose. In response to the symptoms, the patient reported treating himself with 3 glasses of orange juice. The patient denied using any other device to test his blood glucose. At the time of troubleshooting, the csr assisted the patient with changing the code number on the subject meter. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.